Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.

Event description:
A report was received from the customer, that a device was alarming "door not fully latched" when the door is latched. Any pt involvement, injury or medical intervention is unk.